Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted kinked stent sheath and the noted bent jacket causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy/expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that upon removing the 6x150 mm absolute pro self expanding stent system (sess) from the packaging, the stent was noted to be prematurely deployed and flowering. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. Returned device analysis identified that the stent was exposed, not flowered 3 mm from the distal end of the sheath. No additional information was provided.